Manufacturer narrative:
Flexvision pc replaced; system returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that system hangs at 00:00; grabber card malfunction suspected on a allura xper fd20/10. The clinical use of the system was in use. There was no reported patient or user harm.